Manufacturer narrative:
Product complaint #: (B)(4). Additional: 1867-15-000, lot 152663 set screw returned with no problems found.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Made aware - 8/7/19. Present in theatre - yes. Delay in procedure - approx 5-10min. Impact to patient - none. Product code (1)- 179712600 lot gm4196503. Product code (2) - 179702000s qty = 4, lot = unknown. Am I in possession - awaiting sterilisation. What happened - point of torque wrench shaft was spinning in set screw head, we had to change to alternative instruments. Evidence of wear at hex of shaft. 4 set screws stripped out leaving sharp metal debris. This complaint involves five (5) devices.